Event description:
It was reported that the customer inadvertently delivered insulin to himself after going through the fill tubing process while attached to the pump. The customer's blood glucose level was 130 mg/dl at the time of the call, but the customer indicated he would eat carbs.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed. The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin.